Event description:
Additional information was received that the device was not programmed prior to the MRI, the patient was stable, and it was observed during an in-clinic follow-up.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in a loss of high-voltage (hv) therapy. No intervention has been performed. The patient was stable with no consequences.